Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting, the problem persisted and customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.